Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The receiver will boot and charge. The receiver download showed the following errors err68, err69, and err121.the customer complaint was confirmed because multiple firmware errors were found in the receiver log..the reported event of an error icon display was confirmed . A root cause could not be determine.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an err121. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.